Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that it was impossible to remove the guide which remained stuck. User tried to remove the product however it was found that the product was broken. The reported failure was occurred at the intensive care and caused to longer insertion time due to the change of the insertion kit. No harm to any person was reported. Complaint #(B)(4).

Manufacturer narrative:
It was reported that it was impossible to remove the guide which remained stuck. User tried to remove the product however it was found that the product was broken. The reported failure was occurred at the intensive care and caused to longer insertion time due to the change of the insertion kit. No harm to any person was reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2024 (B)(6). The guide wire was delivered with an inducer, and guide wire was still in the inducer. Clots were found inside the inducer. After cleaning process, visual inspection was performed. Guide wire had bents at multiple places additional to the bended end. The guide wire was pulled apart directly at the hook during inspection. Based on the investigation results, failure could be confirmed, the guide wire is damaged and the dilator showed deformation at the tip. Further, investigation shows that the guide wire is ruptured closed to proximal tip. The inner core wire is broken and the wound wire (wrapped around the core) is dismantled from this section. The formerly existing j-tip on the proximal end is not recognizable which most likely resulted from a huge mechanical force. The whole blockage happened on the guide wire about 5-6 cm from the tip, so the j-tip itself did not cause any issue. The production history record (DHR) of the affected pik 150#insertion kit, guidewire 150 cm with lot# 3000283307 was reviewed on 2023-12-05. According to the DHR result, the product pik 150#insertion kit, guidewire 150 cm passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Further, the incoming inspection reports of the affected components fem guide wire advancer (batch # 3000242783) and guide wire (batch # 3000180100) were reviewed on 2023 (B)(6). The fem guide wire advancer was checked dimensionally for if the gate stub is no larger than 0.020. Also, visual control was performed for if surface of material is free of excessive sinks. The guide wire was checked for the guide wire regarding shapelessness/crimp in the area of tip. There shall not be any openness between wires. Also, the outer dimension was controlled according to the specified limits. All tests were passed as per specifications. The review of the non-conformities has been performed. It does not show any non-conformity in regards to the reported product and failure. Based on the investigation results, the most probable root cause has been found as: user error: it is most probable that the guide wire outer shell (wrapped around wire) was damaged by the injection needle¿s bevel due to kinking/tilting on the sharp edge (while advancing of the guide wire) which lead to an deformed area. This can happen when the guide wire is pulled back through the needle (also in combination with kinking). Afterwards the much bigger dilator was introduced which finally resulted in a blockade of both components. The rupture of the guide wire is a result of mechanical force taken in by surpery tools (not performed by hand). Besides, IFU mitigates the reported failure as follow: IFU, percutaneous insertion kit (pik), g-137, v06, page 11 ¿application¿: caution! To prevent the guide wire from being damaged, do not retract it whilst the puncture needle is in the vessel. If the guide wire has to be removed again, firstly remove the puncture needle from the vessel, and then carefully remove the guide wire. Advance the guide wire until it is located at the desired cannula tip position. Hold the guide wire at the exit site and remove the puncture needle from the vessel. Remove the puncture needle along the guide wire. Enlarge the puncture site slightly with the scalpel. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).